Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question. Refer to MFR report # 2242352-2013-00733 for the related report.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).